Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was not recharging from the wall. Pt states they spoke to rep yesterday and was told to call in for a replacement. Pss had the caller take the li battery out of the controller and then plug the ac power cord into the controller. Pt confirmed ac power has a green light on but the controller did not turn on. The issue was not resolved. Additional information was received from the patient. Pt called back and said they received their replacement controller, however the controller was still not charging from the ac power supply. Pt confirmed they were able to pair the replacement controller with the implant successfully. Pt said that they were able to wiggle the ac power supply while connected to the controller. Pt said that they pushed the power supply connector into the controller real hard and they were able to charge the controller for a while. Pt said there was no apparent damage to the equipment. Pt said that they previously had trouble getting the controller battery door back on, however today it went back on real easy. Pt confirmed battery pack was inserted tight into the controller. When pt tried to charge the controller with the ac power supply the ac power supply light was green and pt said that the controller light blinked momentarily and then almost immediately stopped flashing. Pt said that the controller battery was at 80% and that their implant battery was very low. Pss had pt attempt to recharge their implant, patient confirmed they saw recharging excellent; pt confirmed connection between rtm and controller did not seem loose. Pss sent email to repair to replace ac power supply. No symptoms were reported. Additional information was received and it was reported that the replacement controller was working fine.